Event description:
It was reported via product receipt that the patient presented in-clinic for a procedure. It was observed that the left-ventricular (lv) lead was unable to be implanted on (B)(6) 2024. Further information was not provided.

Manufacturer narrative:
A full lead was returned in one piece for analysis. Specification measurements, electrical testing, visual inspection and x-ray examination were normal with no anomalies found.